Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Coagulated blood was present between both screw flanges and potting cut surfaces. Gross visual examination of the device noted an end of a broken fiber at the cavity ID end of the dialyzer. The dialyzer was subjected to a laboratory bubble point test; no leaks were observed possibly due to the coagulated blood. Coagulated blood within the lumen of each individual fiber occluded flow. As a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product. The dialyzer was then subjected to destructive disassembly for further visual analysis. A broken fiber was located on the dialysate side extended past the bell housing at approximately 240 degrees with the dialysate port situated at zero degrees. The opposing end of the broken fiber was not isolated (if existent). Further examination of the fiber bundle did not reveal any other damage or irregularities; specifically, no kinked, looped, or loose fiber fragments. The inferior surface of both polyurethane potting ends was examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. Laboratory leak testing failed to identify a dialyzer leak, however, a visual examination of the complaint device confirmed the presence of a broken fiber which likely resulted in the leak. In addition, the complaint investigator was able to visually confirm the presence of blood within the dialysate chamber at the non-cavity ID end bell housing. As such, the reported complaint of internal blood leak was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred at the start of the patient's hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood was observed leaking near the hansen connector. No dialyzer damage was visible. Blood test strips were used and tested positive. The machine alarmed. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.